Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was fixated and failed to separate from the delivery catheter. While troubleshooting the release, the lp dislodged from the tissue. The lp was removed and a different lp was used to complete the procedure. There were no patient consequences.